Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with this lot. The device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample has been discarded by the user facility and will not be returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. If additional information is obtained, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly would not inflate at the target lesion. The health care professional (hcp) removed the lutonix dcb from the patient and attempted to inflate it. As the hcp tried to inflate the balloon outside of the patient, reportedly there was a hole in the balloon because it would not fill with fluid. The hcp used another lutonix dcb of the same size to complete the procedure. The lutonix dcb was discarded by the user facility. No adverse patient effects were reported.